Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cyst, pelvic adhesions and endometriosis. Concomitant products included ibuprofen since 2017, levetiracetam since 2014, pantoprazole since 2016 and zonisamide since 2016. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, alopecia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 20-nov-2018: reporters added. Medical history and concomitant disease were added. Suspect drug indication. On (B)(6) 2011, she implanted essure (previously reported as 2011). Added events dysmenorrhea (cramping), hair loss. Abnormal bleeding (menorrhagia, vaginal). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and endometriosis ('lysis of endometriosis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included spotting vaginal, d & c, vaginal discharge and seizures. Concurrent conditions included paratubal cyst, pelvic adhesions and endometriosis. Concomitant products included ibuprofen since 2017, levetiracetam since 2014, pantoprazole since 2016 and zonisamide since 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), weight fluctuation ("weight gain- weight would fluctuate dramatically") and abdominal pain ("pain: abdominal pain"). In 2012, the patient experienced alopecia ("hair loss/I could go to wash my hair and clumps of hair would come out in my hand"). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant). The patient was treated with surgery (hysteroctomy(full),salpingectomy,surgery (other) type of surgery: salpingo-ovariolysis and salpingo-ovariolysis, left para tubal cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, endometriosis, dysmenorrhoea, alopecia, vaginal haemorrhage, menorrhagia, weight fluctuation and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, endometriosis, menorrhagia, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: previously reported essure removal date was (B)(6) 2017. Patient underwent salpingo0ovariolysis of suspected endometriosis, left paratubal cystectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 104.308 kgs. Most recent follow-up information incorporated above includes: on 15-aug-2019: pfs was received. New event¿ pain: abdominal pain¿ added, previously reported event¿ weight gain¿ updated to ¿weight would fluctuate dramatically¿. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and endometriosis ("lysis of endometriosis") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included spotting vaginal, d & c and vaginal discharge. Concurrent conditions included paratubal cyst, pelvic adhesions and endometriosis. Concomitant products included ibuprofen since 2017, levetiracetam since 2014, pantoprazole since 2016 and zonisamide since 2016. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain- weight would fluctuate dramatically"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced alopecia ("hair loss/I could go to wash my hair and clumps of hair would come out in my hand"). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant). The patient was treated with surgery (left para tubal cystectomy and salpingectomy (bilateral removal of fallopian tubes), surgery (other) type of surgery: salpingo-ovar). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, endometriosis, dysmenorrhoea, alopecia, vaginal haemorrhage, menorrhagia and weight increased outcome was unknown. The reporter considered alopecia, dysmenorrhoea, endometriosis, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: previously reported essure removal date was (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 104.308 kgs. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events per pfs: weight gain and patient did not undergo essure confirmation test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.